Event description:
On (B)(6) 2010, the pt underwent a hybrid tevar with four visceral vessel revisions. The pt was then implanted with four gore tag thoracic endoprostheses to repair a thoracoabdominal aneurysm. In late (B)(6) 2010 (exact date unknown), the pt underwent a f/u computed tomography angiography that revealed a distal type 1 endoleak in the infrarenal aorta. On (B)(6) 2010, an additional gore tag thoracic endoprosthesis was implanted resolving the endoleak. The pt tolerated the procedure. Which device was implanted most distal that had the endoleak is unknown.

Manufacturer narrative:
Method - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.